Event description:
It was reported that the field representative called for review of a treated episode for a patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. It was reported that the patient was brushing his teeth and received one inappropriate shock. The device is programmed to secondary vector 1x gain with smart pass feature turned on. Troubleshooting was performed and when testing the patient brushing his teeth and the device was programmed to primary there was no noise however, when programmed to secondary there was some noise. Auto setup was performed in two postures and primary vector was chosen and is now programmed to that. Technical services reviewed (ts) and it appears to be due to myopotential. Additionally, it was noted that there are high shock impedance measurements measuring 144 ohms. The patient has lost some weight and there is some mobility at the device. Ts recommended getting x-rays. The patient has hypotension and will be admitted overnight. At this time, the system remains in service. No adverse patient effects were reported.